Manufacturer narrative:
Due to characetr limitation (e1) initial reporter: (B)(6), event dite full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss alarm and ap acquisition-sources & unable to update timing. There was no harm or injury reported.